Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on two patient samples on a dimension vista 1500 instrument. The results from patient 1 were reported to the physician(s) who questioned them. The initial result for patient 2 was caught in the lab and not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument with higher results. The corrected results were reported to the physician(s). There are no known reports of patient information or adverse health consequences due to the discordant vanc results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multi-sensor technology (imt) probe and the aliquot probe. The cse verified the system operation. The cause of the discordant, falsely elevated vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.